Event description:
It was reported that the camera head contacted the pt's arm while the arm was over the pt's head during a lung scan protocol. The curse and the technologist present during the scan examined the pt's arm and no injury was reported. Several days later it was reported that the pt had suffered a fracture of the humerus.